Manufacturer narrative:
On 29-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head [...] Came off the stem - oral-b [device breakage]. Didn't seem to fit as securely as other brush heads I've had in the past - oral-b [device connection issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone reported that the oral-b floss action toothbrush head came off of the stem while it was in their mouth, it did not fit as securely as other brush heads they had in the past, and they do not know if they are genuine. No injury was reported. On 29-apr-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head [...] Came off the stem - oral-b [device breakage]. Didn't seem to fit as securely as other brush heads I've had in the past - oral-b [device connection issue]. I don't even know if these are genuine - oral-b [suspected counterfeit product]. Case narrative: consumer via phone reported that the oral-b floss action toothbrush head came off of the stem while it was in their mouth, it did not fit as securely as other brush heads they had in the past, and they do not know if they are genuine. No injury was reported.